Event description:
Patient reported right side "moderate" breast pain. No indication of treatment or surgical reoperation. Device remains implanted. Later, healthcare professional reported capsular contracture baker grade unknown and rupture for right side.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [10/19/2015]. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported right side "moderate" breast pain. No indication of treatment or surgical reoperation. Later, healthcare professional reported capsular contracture baker grade unknown and rupture for right side. Device explanted and discarded.